Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with an ilet occlusion alert that persisted until a complete supply change was performed; the user had been using an inset infusion set, and correction was achieved with insulin injections while supplies were replaced. Symptoms included no reported clinical manifestations. Outcomes included temporary interference with diabetic management and device use, with non-medical assistance provided by a caregiver. Investigation included complaint intake review and attempted follow-up to assess the infusion set condition. Investigation of this case revealed an insulin delivery occlusion that resolved after replacing the infusion set and related supplies, consistent with an infusion-site or set-related obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the insulin path that was resolved through supply change and user troubleshooting.